Event description:
On (B)(6) 2012, pt reported the down button on the infusion device is defective. She noticed this on (B)(6) 2012, when she tried to program a bolus. She has used this infusion device since (B)(6) 2007, and programs at least 3 boluses per day. The down button pops up after it is pressed. The infusion device was not dropped on a hard surface within 48 hours of the event, and the down button does not work even when pressed hard. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.